Manufacturer narrative:
The reported issue that the front panel needed replacing on ten pcu devices could not be confirmed. The file was opened to document the issue that was reported. The report of a pcu front case issue is confirmed based on the findings of class iii field correction. Customer issue was corrected by replacement of the front case. The device is used for treatment purposes. The customer stated that there was no patient involvement. The alaris pcu is typically used for treatment. The file may be closed based on the above facts. Device was not returned to manufacturing facility.

Event description:
It was reported that allegedly ten assy fr case w/keypad is being replaced. Npr - no product returned.